Event description:
It was reported that the vns patient developed an infection from a tracheostomy wound which had travelled to the patient¿s vns site. The patient¿s generator and lead were explanted on (B)(6) 2014. The explanted generator and lead have been returned to the manufacturer where analysis is currently underway. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Analysis of the generator was completed on (B)(6) 2014. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the lead was reported in MFR. Report # 1644487-2014-01708.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.